Manufacturer narrative:
Concomitant medical products: product ID: 977a290; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 04-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during an MRI the patient experienced severe heating in the ins implant site and the lead such that by the end of the exam the patient noticed the skin surrounding the ins was very red and tough-sensitive. According to the patient, they activated MRI mode with the patient programmer (pp) before starting the MRI. After the ri the stimulation was once again activated with the pp. However, the patient did not feel the stimulation even when increasing the stimulation amplitude. When the stimulation was again experienced, despite having the same pain relief outcomes in the part of the pain region (later portion of the rib cage), conventional stimulation was perceived as unpleasant and as aggravating to the original pain in the region most affected (posterior portion of the rib cage). Contributing factors included possible incorrect MRI mode activation by the patient, possible performance of MRI with non-optimal parameters, and possible performance of MRI with a 3t MRI scan. All impedances were normal. The ins was reprogrammed. It was possible to cover the same area of pain however the stimulation was perceived as aggravating to the original pain. No fur ther patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the aggravating stimulation had not been resolved. Conventional stimulation (low dose/low frequency) characterized with paresthesia was still perceived as unpleasant and as aggravating to the original pain. However, stimulation was changed to a high dose/high frequency stimulation, which the patient said had a beneficial effect on the original pain (eases/reduces pain).